Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2007-(B)(6), product type catheter product ID neu_unknown_prog, serial# unknown, product type programmer, (B)(4).

Event description:
It was reported that the patient¿s pain resolved and the implantable intrathecal pump was no longer needed. The patient requested the removal of the device. The patient recovered without sequela after removal. The drug in the pump was unknown.